Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v207129, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-56, lot # v204275, implanted: (B)(6) 2010, product type lead; product ID 3986a60, lot # n255259, implanted: (B)(6) 2010, product type lead; product ID 3986a60, lot # n084750, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that ¿during a car accident¿ three years prior to report, the patient¿s implantable neurostimulator (ins) had ¿moved up to her ribs.¿ at the time of the car accident the patient noted her stimulation was turned on and that following the accident she ¿couldn¿t get it off.¿ the patient noted she had to have her stimulation on a high setting for a day after the accident. It was further reported that since being in the car accident, the patient had experienced spasms in her shoulder when she turned her stimulation on. The patient reportedly also felt like she was being zapped/electrocuted/shocked everyday even when her stimulation was turned off and that this had also started after her car accident. The patient was redirected to her healthcare provider (hcp). A supplemental report will be filed if additional information is received.